Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium the thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, patient factors (calcified lvot) appears to have caused malposition of the valve too aortic, requiring the implantation of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure the 26mm sapien valve was deployed in a too aortic position; a second valve was implanted. Per report, the patient had fairly bulky calcium on the left coronary cusp and a valve area of 488mm2. The patient¿s height to the left main was 12.7mm so careful placement was discussed. The team chose to pre-dilate with a 24x 4mm balloon with injection to view calcium distribution. It was observed that the calcium shifted in a manner that was concerning, so the placement of the valve would be a little more ventricular to not cause left main closure. Also of concern was some calcium extending into the lvot. The team chose to wire the left main and park a dilatation catheter into the circumflex artery. The case went well with valve deployment being 60:40 aortic despite attempting for a 50:50 position. Upon viewing tee there was trace central leak and moderate paravalvular leak. Post dilation was conducted with an additional cc into the atrion which aided the leak but was not enough to avoid a second valve. A second valve was prepped and deployed slightly lower and the paravalvular leak was resolved. The event was attributed to the patient¿s lvot calcification. Additional information: the native valve/leaflet calcification was moderate; aortic root calcification was mild; coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was 55%.